Manufacturer narrative:
The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the condition described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. One used sample outside of its original package and without a lot number was received for evaluation. Based on product specifications, the sample was visually inspected. The reported issue was observed; the catheter was found already detached from the connector. The manufacturing process was reviewed by a multifunction team and determined that the process is running according to product specifications, meeting quality acceptance criteria. The equipment used for the catheter-adapter assembly was verified and found to be up to date for all corrective and preventive maintenance as scheduled. Per the available information for the complaint investigation, no abnormal process conditions that could cause the component to detach was detected in the manufacturing. The potential root cause could be related to variations in the catheter, which could affect the assembly of the adapter. The condition reported by the customer was evaluated against the acceptable quality limit (aql) and no action plan is deemed required since the complaint reported represents an occurrence rate of (B)(4), below the approved aql of 1.5%. We will continue monitoring the process for any adverse trends that require immediate attention.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the foley became disconnected from the drainage tubing while being inserted into the patient.